Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep replaced the mainframe battery packs, battery charger, and the filament driver circuit boards. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a failed charger error message upon boot up. No pt injury was reported.